Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts have been made to obtain additional information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Customer fired through lockout; jaws. Device (a) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In addition, one jaw was noted to be broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. Device b was received with the jaws in the closed position and without any clip inside the jaws. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. (B)(4).

Event description:
It was reported that during a laparoscopic aneurysm repair, when the device was fired to clip against a vessel the clips did not form correctly and they twisted. A second device was used and the same problem occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient.